Event description:
(B)(4). The dentist reported that 92 days after the dental implant was installed in intraoral region #3 it was verified its non osseointegration. A 35 ncm of primary stability was achieved and immediate load was not performed.